Event description:
A 3.5 x 100 rapidcross was used post atherectomy. There was an issue noticed during inflation; the rapidcross balloon would not hold pressure. When the balloon was deflated, blood came back into the inflation device. During the investigation of the returned rapidcross on (B)(6) 2014, it was noted that at the proximal rx port the mono-lumen was sheared.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.